Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) units iab disconnected. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer was dispatched to investigate the issue. The fse inspected the unit, checked all log records and performed functional checks in service mode. The fse was unable to reproduce the reported issue. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.